Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing was not provided. This report is number 3 of 3 mdrs filed for this event (reference 1825034-2013-02037, 02037-1 and 02248).

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms a revision procedure occured on (B)(6) 2004 due to loosening and a second revision hip arthroplasty procedure occurred on (B)(6) 2005 due to pain. Patient alleges additional revision procedure however, no record of previous procedures could be located. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.